Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure, on (B)(6) 2009, and a sling was implanted in order to treat cystocele and stress urinary incontinence. Following the procedure, the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and other- severe odor. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2009 the patient underwent removal of mesh due to mesh erosion and stress urinary incontinence and had an ams sparc sling system implanted. No additional information was provided. Investigational comment: the explant date was changed to ni due to discrepant information. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07204. The same patient is represented in each medwatch.